Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure at first inflation, it was noticed that the balloon ruptured at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were noted.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated on the middle point of the balloon. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. No kinks or damage were observed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure at first inflation, it was noticed that the balloon ruptured at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were noted.